Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly. Additional info: the actual device associated with this event is not known. The possible devices are as follows: gynecare prolift pelvic floor repair system. Gynecare tension free vaginal tape - secur.

Event description:
It was reported that the pt underwent a surgical procedure in 2007 for the treatment of cystocele with prolapse of the anterior vaginal wall and cervix. A pelvic floor repair system and a sling were surgically placed. Following the surgery, the pt experienced mesh erosion, formation of scar tissue, inflammation, dyspareunia, and neurologic compromise to her tissues and structures. No additional info was provided at this time.